Event description:
The user facility reported that the proglide device did not deploy initially, therefore an angio-seal device was grabbed. The anchor was lodged in the introducer sheath and was not properly deployed. The doctor observed the anchor. Manual pressure was applied. The estimated blood loss was less than 250cc. The patient's pre-procedural condition: the patient had to go to the emergency room (ER) for a pseudoaneurysm. The patient was obese. Additional information was received on 30jul2024: the patient originally came in for a prostate artery embolism. The device was properly deployed. The footplate got stuck inside the channel. The patient was obese however, there were no issues with access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. The patient was stable after an emergency room visit.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: registered nurse. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred, although this was unable to be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).